Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. (B)(4).

Event description:
The customer alleges that the tubing is kinking and restricting airflow. No patient injury reported.